Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Event description:
Medtronic received information that acute left bundle branch block was observed following the implant of this transcatheter bioprosthetic valve. At four days post-implant, the p-r interval had increased from 288 milliseconds (ms) on the day of implant to 456 ms. A dual-chamber permanent pacemaker was implanted five days post-valve implant, after which a ventricular paced rhythm was noted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.